Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6 this complaint was opened by smith+nephew to document a patient complication related to a product problem with a smith+nephew device. The reported issue(s) relate to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, after a thr surgery had been performed in (B)(6) 2022, the patient felt some clunking in (B)(6) 2025, and while playing pickleball in (B)(6) 2026, he felt a big clunk. X-ray revealed what appeared to be a dissociated 54/28mm bh dual mobility insert. This adverse event was solved by a revision surgery performed on (B)(6) 2026, in which the 54/28mm bh dual mobility insert, the oxinium fem hd 12/14 28mm +0, and the acetlr cup hap 60mm w/ imptr were explanted. Further inspection showed the 54/28mm bh dual mobility insert was heavily worn. The current health status of patient is good.

Manufacturer narrative:
H3, h6: as of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. A review of the historical complaints data for the alleged devices was performed using batch number, part number and the reported failure mode to evaluate patterns of repeated failures or defects. No other similar complaints have been identified for the liner. This failure will continue to be monitored via routine trending. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All released devices involved met manufacturing specifications upon release for distribution. The review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, no prior applicable escalation actions were identified. No further escalation actions are required. The available medical documents were reviewed. The reported heavy wear could have led to the disassociated liner but the wear could be a result of the disassociated liner. The clinical root cause for the disassociated liner cannot be definitively concluded with the limited information that was provided. Without the x-rays, anatomical placement of the implants cannot be confirmed. The patient¿s history of prior revision, anatomical placement of the implants and/or physical trauma while playing pickleball cannot be ruled out as potential contributing factors to the reported disassociation. A definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, excessive patient weight, trauma to the joint replacement, mispositioning of the implants, or muscle or fibrous tissue laxity. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.